Manufacturer narrative:
MFR control no. Di980071. The sample was returned to arrow. Evaluation found that the central lumen had fractured. Based upon our experience with this product, there is a low potential for any pt injury. Central lumen fracture in use would immediately be observed by medical personnel as evidenced by pump alarms and blood in the gas tubing. The product labeling states, "any evidence of blood leakage within the iab assembly warrants immediate iab removal."

Event description:
It was reported that after the iab was in use for two hours, the pump's helium leak alarms registered. Blood was noted in the tubing. The iab was removed and replaced without any complications.